Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade ii, lump/nodule, anxiety-product/procedure.

Event description:
Patient reported right side capsular contracture baker grade ii, anxiety, nodule, and fluid in breast. Device has been explanted and replaced.